Manufacturer narrative:
There have been no related complaints for system and a review of servicing history revealed that service was not requested for the reported event. Thus, there is no evidence of device nonconformity or malfunction. Therefore, the customer reported event is unable to be confirmed. Based on quality assurance assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported an unfavorable postoperative result. The patient received a toric intraocular lens as recommended by the system but was left over one diopter of residual astigmatism which was flipped with the overcorrection. Additional information has been requested.

Manufacturer narrative:
(B)(4).